Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up reported when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery (coronary artery bypass graft x4 procedure), the oxygenator was foaming continuously from the gas outlet port. The perfusionist drew an arterial sample and the results, with fraction of inspired oxygen (fio2) at 100%, were: partial pressure of carbon dioxide (pco2)= 35, and partial pressure of oxygen (po2)= 487. Based on this info, the perfusionist concluded that the foaming from the gas outlet port was not affecting the function of the oxygenator. The patient was on bypass for a total of 104 minutes. A total of 500 ml of crystalloid was added during the entire pump run. There was a loss of approximately 350 ml of blood, but no blood was transfused. Product was not changed out. Surgery was completed successfully.